Event description:
The customer inspected the cell-dyn 1700 analyzer per the letter of fa27sep2010 and reported an incorrect power supply fuse installed in the analyzer. The correct fuse will be shipped to the customer. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal fa27sep2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.